Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine (5mg/ml, 5.118 mg/day) via an implantable infusion pump for the treatment of non-malignant pain. It was initially reported that the concentration of the morphine was 0.7502 and the dosage at the full amount including all boluses was 5.188 mg/day while 5.0 mg/ml was found on printout. It was reported that there was a large amount left in the pump when the patient went to get a refill. He felt like it was not "coming out". The patient felt like he kept requesting bolus but there was a bunch left in the pump. The healthcare provider (hcp) knew the situation and asked why he was not using it (bolus). At the last refill, 14.6 (ml of medication) came out of the pump at the end of the month. No patient symptom was reported and no further complication was reported.